Event description:
Pt was admitted to hospital in 2004 with a blood glucose of 1000+ mg/dl. Pt also has a urinary tract infection, a blood infection, and an mrsa (methicillin-resistant staph aureus) infection in their leg. Treatment received: IV insulin and antibiotics. Pt was still in hospital at time of report.